Event description:
It was reported that the centrimag console appeared to not be working correctly. It was described that the console was not alarming audibly for the red heart alarm for ''a pump not inserted" yet it would audibly alarm as a yellow alarm when a flow probe was removed. It was recommended to shut off the console and try and start again. It was unclear if the motor was not fully communicating to the console or if the console was the primary culprit. There was no resolution of the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device issues with the centrimag blood pump were reported or identified through this evaluation. There was no centrimag blood pump involved in this event, as was not in use during this event. The centrimag blood pump was not returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the lack of an alarm occurred before the pump was inserted and there was no associated pump with the event.